Manufacturer narrative:
Correction - manufacturer name, city and state: investigation summary: functional testing could not be performed as an incomplete device was returned; however, the device key was cut off and returned. The device key is the portion of the device that connects the device to the generator; it houses a microchip which stores information on all of the activations during that procedure. The device activation logs were analyzed. A review of the device history record for this lot confirmed that the product passed all manufacturing and quality inspections prior to shipment. Clinical literature and data from the u.s. National library of medicine, national institute of health was also reviewed to gain further knowledge about the known complications associated with thyroidectomy procedures. Applied medical has reviewed the details surrounding the incident and related products. The investigation concluded that the most likely cause of the incident is compressive hematoma, which is a known complication for thyroidectomy procedures, occurring in 1% of cases (leyre p, desurmont t, lacste l et al. Does the risk of compressive hematoma after thyroidectomy authorize 1-day surgery? Langenbecks arch surg. 2008; 393:733-737.) Based upon the activation log, the clinical development case notes and the additional information received from the hospital, the device seems to have been functioning properly and hemostasis was confirmed to have been achieved prior to closure. Additionally, the complaint did not indicate a device malfunction occurred and the investigation concluded that the patient outcome could not be confirmed to be device related. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Thyroidectomy- "cd team member was informed about a post-operative complication after a thyroidectomy procedure in which the eb030 voyant fine fusion device was used. The tm is (B)(6) , and the hospital was in (B)(6). Information received via email from (B)(6) 8 july 2016 15:29pm: "as just discussed, I heard today that there will be a cer coming for a post-operative complication after a thyroidectomy procedure in which the eb030 voyant fine fusion device was used. The tm is (B)(6), and the hospital was in (B)(6). I happened to be present in the operating room during that procedure (which to me seemed to be going well) so in case it is helpful, please find attached my case notes. As I mentioned I kept the device key after the procedure. I just chatted with (B)(6) from engineering who usually extracts the data from device keys, and he still has the actual device key. Is it procedure-wise best if we make an rga for this device key so it can be linked to the cer?" Per (B)(6) via email 8 july 2016 7:36 am: "for information, (B)(6) (cd team) told us that the (B)(4) sales team has been informed today by (B)(6) on a serious incident resulting in death of the patient. This event occurred post-operative. Number of days is unknown. Product used during the thyroidectomy procedure is eb030 lot 1267225 with generator serial number (B)(4). Device involved with the event is not available for evaluation, however the plug has been kept by cd team. Informed has been updated with all information available, see attached documents. Please initiate meddev reporting for the (B)(4) health authority." Type of intervention: "none as the procedure performed went well." Patient status: "death following compressive hematoma."

Manufacturer narrative:
Investigation summary: the original engineering evaluation for this complaint was completed on august 1, 2016 by analyzing the device key returned which was thought to be from the device used in this event. On october 13, 2016, applied medical received additional information from the user facility which indicated that the information that was previously communicated on july 8, 2016 was not accurate. The original event description is no longer applicable and the device key that was returned was not for the device used in this event, so the information pulled from the microchip is no longer valid. Functional testing could not be performed as the device was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the device history record for this lot confirmed that the product passed all manufacturing and quality inspections prior to shipment. Clinical literature and data from the (B)(6) was also reviewed to gain further knowledge about the known complications associated with thyroidectomy procedures. Applied medical has discussed and reviewed the details surrounding the event with our subject matter expert (sme), a consultant general surgeon. The new evaluation concluded that the most likely cause of the event is compressive hematoma, which is a known complication for thyroidectomy procedures, occurring in 1% of cases (leyre p, desurmont t, lacste l et al. Does the risk of compressive hematoma after thyroidectomy authorize 1-day surgery? Langenbecks arch surg. 2008; 393:733-737.) Although the root cause could not be confirmed, based on the discussion with applied medical's sme and the updated event description provided by the user facility, the device seems to have been functioning properly and did not indicate a device malfunction occurred. Additionally, the patient autopsy was unable to confirm the origin of the bleeding. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received october 13, 2016 from applied medical team member: prof (B)(6) did mention that a patient was operated on with our fine fusion device. There was no representative from applied medical present that day. He said he normally uses the suture/cut technique, but on this day he didn't have a scrub nurse to help him, so he used the fine fusion device to ease the procedure. Indication for the surgery was the patient's graves' disease. He said this can cause the thyroid to have more vascularization than normal. But during the procedure, he had not noticed anything unusual. It also turned out that the patient probably had an unrecognized heart disease. All of these factors combined made that the patient did not survive the post-operative hematoma. An autopsy was performed but they could not find an origin of the bleeding as there was diffuse blood in the operative area and presternal. Prof (B)(6) said that post-operative hematomas are rare but can occur, and have occurred with some of his colleagues. For him it was the first time in his career and he said he's been a surgeon since the 90's. Because of this experience he has decided to not use the fine fusion device for his thyroidectomies anymore but to go back to his old suture/cut technique. He did say that he could not indicate what the cause of the post-operative bleeding has been; so whether it was something with our device or another reason, he really couldn't tell. Received additional information from the hospital regarding this incident and translated by the country manager friday july 22, 2016. Additional clarification provided by team member for additional information november 14 2016 that was previously received july 22, 2016: 5 hours post-surgery, patient died. Five hours after surgery, bleeding occurred and patient died. The drain was still in place. Bleeding from the lodge thyroidectomy (compressive hematoma). Patient died from this complication. Type of intervention: he had left a redon drain as he always does. However, in the first 1-2 hours after the surgery the drain remained blocked because by accident it wasn't opened. Only when the patient arrived back in his/her room this was noticed and the drain was opened. A few hours later (in total ~5 hours post-operative) the patient's condition severed. Following their procedure they directly intubated the patient and then was brought back to the or. Due to reconstructions in the hospital, it took relatively long to reach the or (i.e. They first had to go up 2 levels with the elevator etc.). Patient status- death following compressive hematoma.